Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The motor control board and motor power amplifier were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed a motor control failure error message during procedure. The issue improved by powering off and back on the device. There was no report of patient injury.